Manufacturer narrative:
(B)(4). Evaluation summary: the used device and an unused companion device of the same lot were received for evaluation. Visual inspection, underwater leak testing, clear passage testing, and simulated use testing were performed on the unused companion sample; no nonconformances were observed. Visual inspection of the used device noted damaged tubing. Clear passage testing was performed on the used device with no issues found. Underwater leak testing and simulated use testing were performed; both tests identified a leak in the used device. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported leak occurred due to the damaged tubing; however, the cause of the damage was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set leaked during the infusion of antibiotics. The tubing was noted to be ¿damaged where the clamp is attached.¿ there was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.